Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak in connection with a unicel dxc 800 synchron system. The customer reported a leak from the hydro area onto the floor. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched for this event. The fse replaced the low pressure regulator due to a slow leak from the back of the old regulator. (B)(4).